Event description:
On (B)(6) 2018 at 7:00 am the customer at breakfast and took his normal 1000 mg/dl of metformin. The customer attempted to test, however he could not get the aviva system to power on. At 10:30 am the customer states he began feeling dizzy and difficulty breathing. The customer's son took him to his neighbor who is an emt. The emt checked his blood pressure which was very high (numbers unknown) and took him to ER. The customer reached the ER at approximately 11:00 am. Upon arrival at the hospital, the customer's blood glucose was around 400 mg/dl. The hospital treated the patient with insulin injections. They also determined that the customer had a blood clot in his lung that could not be operated on, due to stage three kidney condition. The hospital treated the patient with a heparin IV drip, and was also given a nitro patch on chest. The patient was discharged from the hospital on (B)(6) 2018, and the customer's blood glucose was 209 mg/dl at the time he was released. On (B)(6) 2018 the customer attempted to test, however he could not get the aviva system to power on. Later that day, the customer had an appointment with his heart specialist. After he came home, at around 3:00 pm, he got a call from his physician¿s office. The customer was told that his blood work had come back and his blood glucose level was over 500 mg/dl. They advised him to go to the ER. Around 3:00 pm the customer went to the hospital. At 3:30 pm the customer received a blood glucose result of 414 mg/dl on the hospital's device. The hospital treated the patient with insulin injections and an unknown IV. The customer stated he was not admitted, and left the hospital at 7:00 pm. The customer's blood glucose was 213 mg/dl at the time he was released. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.